Manufacturer narrative:
(B)(4). Concomitant medical products: concomitant devices - unknown natural knee ii tibial tray catalog #: ni, lot #: ni. Unknown natural knee ii articular surface catalog #: ni, lot #: ni. The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address femoral component loosening approximately seventeen (17) years post-operatively after a fall. No additional patient consequences were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h10. H6 - component code - proposed code is mechanical (g04) - femur. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.